Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for four days to loosen the blood and contrast in the device. There were pinholes 4mm and 3mm proximal of the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was good.